Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va18jy2, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was having their implant replaced on (B)(6) 2021. Patient stated the replacement was due to normal battery depletion but also stated their "leads were not working".